Manufacturer narrative:
D4: unique device identifier not available. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server, station takes 45 sec lag to sign into server. There were no adverse events or injuries reported based on this event.